Manufacturer narrative:
Manufacturer's report date 3/12/1998 the set was returned and visually and functionally tested. The set had a bent flange and was found to leak from a cut in the sensor disc film. This type of damage is consistent with misload of the set. The MFR has implemented a set loading guide to assist the user in properly loading the sensing disc into the pump. The user facility will be informed of the findings and offered the set loading guides to mitigate future occurrences.

Event description:
It was reported that air was noted in the tubing to the pt. No other info was provided regarding the event. No pt complication was reported.